Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular (lv) pacing lead was beyond the expected upper range. Analyst commented, left ventricular pace impedance steady at approximately 315 ohms through 21december2015, rises out of range by 28december2015. Concomitant product: d354trg ICD, implanted: (B)(6)2013. (B)(4).

Event description:
It was reported that transmission of data was triggered for left ventricular (lv) lead impedance exceeded. Healthcare professional evaluation of data reported a sudden increase in impedance. A change in lv mode setting was made and there was no abnormality of impedance for the coil nor noise episodes. The lv lead remains in use, and patient referred to physician. Patient follow up visit revealed impedance value was unstable as expected. Also, pacing threshold was 5volts, 1.0 milliseconds and failure. The device setting mode was changed to rv from bi v. Lead addition was not immediately performed. Instead, temporarily treatment would be given to the patient. The x-ray photo showed a suspicious lead fracture site. The patient will be continuously monitored through checkup. No patient complications have been reported as a result of this event.